Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# unknown, product type: lead.

Event description:
The patient reported that they were in pain after their procedure but was feeling better at the time of the report. Additional information reported that the patient experienced a possible lead migration. The patient was not feeling stimulation and was not able to turn their device up past 5.5. The patient switched sides and was able to feel stimulation.